Event description:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("more and more frequent, increasingly severe lower abdominal pain localised and constant") and urinary tract infection ("chronic urinary tract infections") in a female patient who received essure for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and termination of pregnancy - elective. No family history of hypothyroidism. She has never been prone to migraine. Previously administered products included iud nos with an associated reaction of haemorrhage, iud nos with an associated reaction of infection and iud nos with an associated reaction of device expulsion. Concurrent conditions included high cholesterol. On (B)(6) 2014, the patient started essure. In (B)(4) 2014, the patient experienced uterine spasm ("felt violent uterine contractions during sexual intercourse"), dyspareunia ("pain/ uterine contractions during sexual intercourse") and loss of libido ("loss of libido"). In (B)(6) 2015, the patient experienced hypothyroidism ("hypothyroidism") with fatigue. In (B)(6) 2015, the patient experienced chest pain ("severe chest pain") and dyspnoea ("breathlessness"). In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required). In (B)(6) 2016, the patient experienced migraine ("frequent headaches (migraines)"). In 2016, the patient experienced blood pressure decreased ("regular falls in blood pressure, around 100/60"). On an unknown date, the patient experienced urinary tract infection (seriousness criterion medically significant) with micturition urgency, heart valve incompetence ("mild valve regurgitation"), the first episode of tendonitis ("chronic tendonitis in the right ankle "), the second episode of tendonitis ("chronic tendonitis in the left thigh"), choking sensation ("more and more distinctly tightness in the throat or indeed a choking feeling when I fall asleep") and tachycardia ("tachycardia") with palpitations. The patient was treated with surgery (essure removed on (B)(6) 2016). Essure was withdrawn. On (B)(6) 2016, the blood pressure decreased and migraine had resolved. At the time of the report, the abdominal pain lower, loss of libido, first episode of tendonitis and tachycardia was resolving and the urinary tract infection, chest pain, dyspnoea, heart valve incompetence and choking sensation outcome was unknown and the uterine spasm, dyspareunia and second episode of tendonitis had resolved and the hypothyroidism had not resolved. The reporter considered abdominal pain lower, urinary tract infection, uterine spasm, dyspareunia, loss of libido, hypothyroidism, chest pain, dyspnoea, heart valve incompetence, the first episode of tendonitis, the second episode of tendonitis, blood pressure decreased, migraine, choking sensation and tachycardia to be related to essure. The reporter commented: notable change in hypothyroidism, unstable tsh levels since removal of essure, marked improvement and then deterioration with ups and downs difficult to control and to live with. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2016: computerised tomogram result was nothing found and ultrasound scan result was nothing found. On an unknown date: ultrasound scan result was nothing found. (B)(6) 2015: full work-up - hypothyroidism. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had more and more frequent, increasingly severe lower abdominal pain localised and constant and chronic urinary tract infections. Essure was removed approximately 2 years after insertion. Lower abdominal pain is an anticipated event in the reference safety information for essure; chronic urinary tract infection is unanticipated. Urinary tract infection pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Considering the pathophysiology of the event chronic urinary tract infections, and the local effect of essure in the fallopian tubes, causality was excluded. Lower abdominal pain in women may have gynaecological and non-gynaecological causes. In the present case, the chronic urinary tract infection could be an alternative explanation for the pain. However, given the nature of the event lower abdominal pain and positive temporal relationship, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected.

Manufacturer narrative:
This case was reported via regulatory authority (B)(6) on 10-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("more and more frequent, increasingly severe lower abdominal pain localised and constant") and urinary tract infection ("chronic urinary tract infections") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and termination of pregnancy - elective. No family history of hypothyroidism. She has never been prone to migraine. Previously administered products included iud nos with an associated reaction of haemorrhage, iud nos with an associated reaction of infection and iud nos with an associated reaction of device expulsion. Concurrent conditions included predisposition to disease. On (B)(6) 2014, the patient started essure. In (B)(6) 2014, the patient experienced uterine spasm ("felt violent uterine contractions during sexual intercourse"), dyspareunia ("pain/ uterine contractions during sexual intercourse") and loss of libido ("loss of libido"). In (B)(6) 2015, the patient experienced hypothyroidism ("hypothyroidism") with fatigue. In (B)(6) 2015, the patient experienced chest pain ("severe chest pain") and dyspnoea ("breathlessness"). In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required). In (B)(6) 2016, the patient experienced migraine ("frequent headaches (migraines)"). In 2016, the patient experienced blood pressure decreased ("regular falls in blood pressure, around 100/60"). On an unknown date, the patient experienced urinary tract infection (seriousness criterion medically significant) with micturition urgency, heart valve incompetence ("mild valve regurgitation"), the first episode of tendonitis ("chronic tendonitis in the right ankle "), the second episode of tendonitis ("chronic tendonitis in the left thigh"), choking sensation ("more and more distinctly tightness in the throat or indeed a choking feeling when I fall asleep"), tachycardia ("tachycardia") with palpitations, pelvic pain ("pelvic pain"), procedural pain ("peri operative pain"), inflammation ("inflammation"), fungal infection ("mycosis") and cystitis ("cystitis"). The patient was treated with surgery (essure removed on (B)(6) 2016). Essure was withdrawn. On (B)(6) 2016, the blood pressure decreased and migraine had resolved. At the time of the report, the abdominal pain lower, loss of libido, first episode of tendonitis, tachycardia and procedural pain was resolving and the urinary tract infection, chest pain, dyspnoea, heart valve incompetence, choking sensation, pelvic pain, inflammation, fungal infection and cystitis outcome was unknown and the uterine spasm, dyspareunia and second episode of tendonitis had resolved and the hypothyroidism had not resolved. The reporter considered abdominal pain lower, urinary tract infection, uterine spasm, dyspareunia, loss of libido, hypothyroidism, chest pain, dyspnoea, heart valve incompetence, the first episode of tendonitis, the second episode of tendonitis, blood pressure decreased, migraine, choking sensation, tachycardia, pelvic pain, procedural pain, inflammation, fungal infection and cystitis to be related to essure. The reporter commented: notable change in hypothyroidism, unstable tsh levels since removal of essure, marked improvement and then deterioration with ups and downs difficult to control and to live with. Intolerance to nickel was not tested diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2016: computerised tomogram result was nothing found and ultrasound scan result was nothing found. On an unknown date: ultrasound scan result was nothing found. On (B)(6) 2015: full work-up - hypothyroidism. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-apr-2017 for the following meddra preferred term: abdominal pain lower, the analysis in the global safety database revealed 339 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: consumer reported new events: pelvic pain, peri operative pain, inflammation, mycosis, cystitis . Intolerance to nickel was not tested company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had more and more frequent, increasingly severe lower abdominal pain localised and constant and chronic urinary tract infections. Essure was removed approximately 2 years after insertion. Lower abdominal pain is an anticipated event in the reference safety information for essure; chronic urinary tract infection is unanticipated. Urinary tract infection pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Considering the pathophysiology of the event chronic urinary tract infections, and the local effect of essure in the fallopian tubes, causality was excluded. Lower abdominal pain in women may have gynaecological and non-gynaecological causes. In the present case, the chronic urinary tract infection could be an alternative explanation for the pain. However, given the nature of the event lower abdominal pain and positive temporal relationship, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. No further information will be available.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc was provided. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had more and more frequent, increasingly severe lower abdominal pain localised and constant and chronic urinary tract infections. Essure was removed approximately 2 years after insertion. Lower abdominal pain is an anticipated event in the reference safety information for essure; chronic urinary tract infection is unanticipated. Urinary tract infection pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Considering the pathophysiology of the event chronic urinary tract infections, and the local effect of essure in the fallopian tubes, causality was excluded. Lower abdominal pain in women may have gynaecological and non-gynaecological causes. In the present case, the chronic urinary tract infection could be an alternative explanation for the pain. However, given the nature of the event lower abdominal pain and positive temporal relationship, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. No further information will be available, because health authority does not allow active follow-up